Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration.

Event description:
Pump is returned for multiple loss of prime alarms. Eval revealed partially dislodged force sensor pins. This report is being made based on the eval results.